Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information provided it is likely that the reported difficulty grasping and partial clip migration are the result of patient anatomy. The reported complete clip detachment is the result of a combination of patient anatomy and procedural conditions. The tissue damage is the result of procedural conditions. The reported patient effects of tissue damage is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the clip detachment and tissue damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. One ntr clip was implanted with no issue. A second clip delivery system (cds) was advanced to the mitral valve and placed medial to the first clip. After several grasps, satisfactory leaflet insertion was obtained however some of the chordae was grasped. During deployment, when the clip was released, it changed position and while removing the gripper line, the clip detached from both leaflets. After the clip detached, a chordal rupture was noted. The clip was able to be removed on the gripper line with the help of a long introducer. The patient was stable and the mr reduced to 3-4+. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.